Manufacturer narrative:
(B)(4). Concomitant products: vessel closure: figure 8 stitch; mitraclip delivery system x 2. There was no reported device malfunction associated with the sgc. The reported patient effect of access site bleeding, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This steerable guide catheter report is being filed for access site oozing that required manual pressure. It was reported that two mitraclips were implanted in the patient reducing mitral regurgitation (mr) from grade 4+ to 1+ (mild). The right femoral vein access site was closed with a figure 8 stitch. Post procedure, in the post-anesthesia care unit, the patient's activated clotting time (act) was above 200. The patient had a non-serious oozing from the groin access site. Manual pressure was held for thirty minutes, the clotting time improved, hemostasis was achieved and the oozing stopped. The patient was discharged to home the following day. There was no adverse patient sequela. There was no additional information provided.